Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the device passed incoming functional testing. It was noted the battery contacts were dirty which may have caused the reported event. Analysis also found the lens and keypad were damaged, attachment ring and cover were missing, lower case was broken, and both bail covers were cracked. (B)(4).

Event description:
It was reported the epg (external pulse generator) stopped working but when on/off button was pushed it worked again. It was noted the epg would have spontaneously failed; when activating the emergency the epg worked again. It was also reported the housing window was damaged. The epg was returned for repair. No patient complications have been reported as a result of this event.